Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coating on the cutting wire was torn and partially missing (about 1 mm). The cutting wire was burned at the same part. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. Omsc assumed that the missing of the coating occurred because the coating was melted by the heat of activation. The above device handling has warned in the instruction manual as follows. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. *do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result.

Event description:
We received the following report. During an endoscopic sphincterotomy (est), the subject device was used. The user noticed after the procedure that the duodenal papilla got a burn. The coating portion of the cutting wire was torn. That part had a scorch mark. The following additional information was informed at a later date. No particular treatment was performed for the burn. There was no particular damage other than the burn. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On august 25, 2020, olympus medical systems corp. (Omsc) found that the coating portion of the cutting wire was partially missing. This is the report regarding the missing of the cutting wire coating.